Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. According to the information gathered it appears most likely that during the patient's transfer one of the sling's clip cracked at the beginning of transfer, when the weight was starting to be supported by the sling. When reviewing similar reportable events, we have found cases with similar fault description (clip broken). The occurrence rate observed for reportable complaints with this failure mode is currently considered to be low. The lift (maxi move) and the sling which work as a system were inspected and found to have malfunctioned (not to specification) when the event took place. No malfunctions were indicated regarding the maxi move lift but an on-site inspection found the sling fitted with "grey" clips and one of the clips was cracked. The sling was manufactured in june 2005. We can state that this type and production spread of slings were supplied with instruction for use's (IFU) that state the sling should be discarded after two years lifetime, or before that, when damaged. Therefore this sling was significantly past its lifetime (11 years old), it should have been discarded and should not have been used, for many years. It has been established that the lift device (maxi move) and the clip sling were being used for patient handling at the time of the event and as a result of a use error contributed to the malfunction and the outcome of the event. Within the scope of a manufacturer investigation, we could stop here, as this device clearly was used far beyond its intended and labelled lifetime. However as shown below we have found that : despite the device having been used years passed its lifetime, this does not appear to be the reason for clip breakage. The clip breakage is found most likely due to further off-label use: not following the washing and drying instructions. Based on the information received regarding the incident and our product knowledge it comes forward that we see clip breakage occur in three general ways: from left to right, from top to bottom and at the lower bar (the weakest part of the clip). A breakage here is what is expected to occur when a clip is pinched with a force much higher than the force it will normally receive during use. This occurs when a clip is bent in e.g.: a washing press, with enormous force, while the left and right sides of the clip are pushed on. The maxi move lift and sling instructions for use contain the crucial information: the useful life expectancy of the arjohuntleigh sling is approximately two years mechanical pressure - pressing or rolling, during the washing or drying procedures is not allowed. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct washing procedure and proper sling inspection for age and damages before each transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint where it was indicated that during the resident's transfer from bed to wheelchair using maxi move lift the sling clip cracked. The resident slid out of the sling and dropped to the floor.